Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible fracture of the pacing lead. An increase in threshold, sensing failure and abnormal impedance issues were also noted on this lead. The lead was reprogrammed off and remains in service until next device check up. No patient complications have been reported as a result of this event.